Event description:
Chief of nephrology uses this liquid bicarbonate medical device for pts. On 11/13/01, they received a recall notification letter for lot #39h107 due to the discovery of a fungus, aureobasidium pullulans. They dumped their supply of this lot. However, they were concerned about another lot (#141f121) currently in storage, which was received at the same time. Rptr requested that the firm verify by analysis that this lot is negative for the fungus before rptr used the product. The firm confirmed negative results in their certified letter, dated 12/21/01. However, when rptr was about to use this product, they detected the presence of the same fungus in their in-line filtration units. They stopped the use of this solution. Rptr looked at it under the microscope, and believes it is the same contaminant as the one discovered upon the recalled lot #39h107.